Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager refrigerator door handle displayed a message to "close door" even though the refrigerator door was already closed, and the door only recovered when the handle was pulled up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn 1(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager door intermittently failed. The field service engineer (fse) inspected the unit, confirmed proper alignment, and replaced the defective detent latch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.